Event description:
A passeo-35 balloon was selected for treatment of a moderately calcified lesion (80 percent stenosis degree) in the moderately tortuous mid femoral artery. After dilatation with a 4.0/40 balloon, the complaint balloon was used for additional dilatation but at 10 atm the pressure suddenly dropped to 0. After withdrawal it was detected that there was a hole at the end of the balloon.

Manufacturer narrative:
Neither the complaint instrument nor angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leak test. The instrument was delivered in a pressure-tight and leak-proof condition. Based on the conducted investigations no manufacturing related root cause could be determined.